Manufacturer narrative:
A ge rep evaluated the system, and replaced the lemo connector, the sram card, and reloaded software. System operates as intended. This MDR is related to ge healthcare complaint.

Event description:
The customer reported the system will not boot. No pt injury was reported.